Event description:
It as reported that a rotapro and rotawire entrapment occurred. A 1.50mm rotapro and a 300cm rotawire were selected for use in a percutaneous coronary intervention procedure. The 99% stenosed target lesion was moderately tortuous and severely calcified. During the procedure the 1.50mm rotapro and a 300cm rotawire became entrapped with each other during removal. The devices were removed together as one unit and the procedure was completed with a new advancer and rotawire. No patient complications were reported.